Manufacturer narrative:
Device is in the process of being returned from repair. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an unknown procedure, the device experienced an rf leakage error. Reporter also mentioned insufficient packaging material when unit was received from shipping. Attempts have been made, but no additional information has been provided. Lp-20-120 leep (B)(6).

Manufacturer narrative:
Distribution history: this complaint unit was manufactured at csi on 07/25/2023 under wo#'s 337638 & 330581 and shipped on 08/01/2023. Manufacturing record review: DHR's 330581 & 337638 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed one similar reported complaint condition. Product receipt: the complaint unit was returned on a repair and processed 02/06/2024. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint unit was out of tolerance for rf leakage. Root cause: the rf leakage is an adjustable setting during assembly and re-adjusted to meet the tolerance per specification. The DHR was reviewed and confirms it was set to the correct setting. Adjusting it to the specification addressed the issue on this unit. No other information is available. The unit was adjusted to the appropriate rf range, tested to specification, and returned to the customer. No additional actions were required to correct the issue on this unit. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary.

Event description:
No additional information is available.